Event description:
It was reported by mother that the patient developed an infection and irritation at the pod¿s insertion site while wearing the device longer than 48 hours on the leg; pod was removed 2-3 days prior to medical attention being sought. The patient was taken to urgent care and was diagnosed with cellulitis. The patient was prescribed bactrim for treatment. This pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.